Event description:
It was reported that the cassette was not attached properly. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for review in good condition. Service history review identified this device has not been in for service previously. When cassette attached, alarm appeared indicating cassette not attached properly. The primary problem was duplicated. Patient data lost alarmed when turning on the pump, date shows 2005. Clock battery was expired. Main board and downstream occlusion (dso) sensor to be replaced.